Event description:
A home pt (hp) contacted baxter's technical service center (tsc) for assistance regarding a system error 2240 alarm that was received during their automated peritoneal dialysis therapy. Reportedly, the hp received the alarm after having disconnected their transfer set from the pt line of the homechoice set during therapy. Baxters' tsc assisted the hp in ending therapy early. No pt injury or medical intervention was associated with this incident, per the hp.